Event description:
It was reported that a shaft break occurred, causing advancing issue. A 2.75 x 32mm synergy xd was selected for treatment. During preparation, a synergy xd shaft break was noted, and the synergy xd could not be threaded onto the wire. The procedure was completed using an alternative device and no patient complications were reported. No further information is available.